Event description:
Per the customer, the device has accuracy issues. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device has accuracy issues. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the correct device per further clarification from the customer.